Manufacturer narrative:
Other, other text: additional information d5,h6, h10. This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. Nine samples were received in used conditions without their original packaging, decontaminated and inside in a plastic bag. Of the nine samples five cassettes were received with the spring occlusion mechanism damaged. Two samples were received without spring occlusion mechanism. Only two samples were received without damage, the two samples were used for tests. During the functional testing the samples were fully primed and connected without difficulty, the pump was set running and no alarms were activated. The complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. No action was taken.

Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during pre-test of a smiths medical cadd cassette reservoir, a cassette disconnected alarm was noted. Subsequently another cassette was used. No patient consequences were reported. No adverse effects were reported.